Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the device was no longer working. No patient symptoms were reported. The caller was trying to determine options for a device replacement, since the implanted ins was discontinued. No further complications were reported/anticipated.